Event description:
The customer reported that the system displayed a "communication failure" and "press fast stop" error message, but there was no response. The fluoro light and tone was visible and audible. The fast stop was pressed again, and there was no response.

Manufacturer narrative:
(B) (4). The ge service rep stated the system has 210 hours on the display meter. The system was plugged in and a normal boot-up cycle occurred. Several exposures were made, but the rep was unable to duplicate the stated problem. The power and the interconnect cable were removed and the system moved up and down the hallway, reassembled and tested this procedure was carried out several times with no problems. The fast-stop was tested multiple times with no problems noted. The system operates as intended. (B) (4)